Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by constipation. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (2gms, ongoing), ceftazidime injection (1gm, ongoing), tobramycin injection (40mg, ongoing) and fluconazole tab (150gm, once daily) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.